Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failed transmitter error occured. Data was provided for investigation. The problem was confirmed. The probable root cause was determined to be a low battery that led to a transmitter failure. No injury or medical intervention was reported.